Event description:
A male patient was admitted for treatment of a lesion in his proximal, mid, and distal left anterior descending artery. The diffuse, de novo, heavily calcified and moderately tortuous lesion had 90% stenosis. Three stents were required to cover the entire lesion. The lesion was pre-dilated with a 2.5 x 20mm sprinter balloon. A 2.5 x 23mm cypher was delivered to the distal end of the target lesion without difficulty and the stent was safely deployed at the target lesion. The physician felt friction between the balloon and stent while attempting to remove the stent delivery system from the stent. He applied force to remove the stent delivery system. Upon visual inspection of the stent delivery system after removal, the physician felt that the shaft was elongated and the proximal shaft appeared "bumpy". Two additional cypher stents (3.0 x 28mm and 3.5 x 18mm) were successfully implanted at the proximal end of the initially implanted cypher. There was no reported patient injury.

Manufacturer narrative:
Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.